Event description:
It was reported on 11/17/1998, that following a bladder suspension procedure, the sling had dehiscence and the right bone anchor dilodged in pt. No further info was available. Pts condition is unk. No product is being returned for eval.